Event description:
Report that the valve unit is occluded and will be returned for evaluation. He requested a replacement for overnight delivery.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It was initially reported that a sample would be returned for evaluation. Attempts were made, but no sample has been returned, and no lot number has been provided. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Additional information -- the initial report for this event did not include the type of reportable event. This report has been updated to reflect the corrected information.